Manufacturer narrative:
The device was evaluated by olympus and it was determined foreign material exited the channel due to insufficient cleaning. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-h170l, colonovideoscope to olympus for repair. Upon inspection and testing of the device by the service department, it was observed that foreign material exited the channel. This report is submitted for the malfunction of foreign material exiting the channel. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. The material that exited the channel is characterized as "dark yellow material" which dissolved in water after water injection. The identity of the material was not determined. The material exited from the biopsy channel.

Event description:
There was no patient injury or infection reported to olympus, associated with the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely pre-cleaning was not performed immediately after the previous procedure, or insufficient channel brushing was performed. This issue is addressed in the instructions for use (IFU): "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators."